Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the pt was treated with injection vancotroy (ip(intraperitoneally), 2 gm, stat) and gentamicin (ip, 20 mg, once daily for 14 days) for the peritonitis. At the time of this report, the peritonitis was resolving, and the pt was recovering. Additional information was requested but is not available.